Event description:
It was initially reported that the patient did not have stimulation sensation. It was initially stated there was no incident. The patient did not have any additional groups or programs. It was further stated that 2 weeks prior to the report (approximately (B)(6) 2013), the patient bent over to pick up something and felt a jolt and subsequently hadn¿t felt stimulation since. The patient had a loss of therapeutic effect. The device was off. When turned on and increased to 9.7 v, the patient still did not feel stimulation. The patient was redirected to his physician. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n259454, implanted: (B)(6) 2012, product type: accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).